Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer-supplied archive data file indicated, based on the relative light units (rlu) value generated for the result in question, it did not appear the instrument should have reported an ovr-flagged result. This was confirmed through analysis of the rlu data using qmit2 (an internal software tool used to analyze data off-line with the same curve fitting math models used by the instrument). The result in question should have been calculated as 1.04 ng/dl instead of >6.15 ng/dl. Instrument database and logging files were provided to the software development group for investigation. The event was investigated by three software engineers. The debug errors reported by the customer appear unrelated to the process which performs result calculation. Detailed review of the result records, in the database, identified no abnormalities. Multiple attempts to replicate the failure were unsuccessful; all attempts resulted in the correct result (1.04 ng/dl) being calculated. A definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported software debug system error and erroneously elevated (ovr ¿ over range flagged) access free t4 result, involving the unicel dxi 800 access immunoassay system. An initial result of >6.15 ng/dl was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer retested the sample on an alternate unicel dxi 800 system and recovered a lower result of 1.15 ng/dl. The sample was then retested on the original instrument and produced a result of 1.04 ng/dl. The patient¿s sample was collected in a lithium heparin serum tube and centrifuged at 3,200 rpm (rotations per minute) for seven minutes. The customer stated quality control (qc) was within the laboratory¿s established limits prior to the event. No system issues were reported. The instrument was in operation.